Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4)

Event description:
A surgical coordinator manager reported that following an intraocular lens (iol) implant procedure, a patient experienced an unexpected outcome. The target refraction was plano and the postoperative refraction was -1.25-0.75x070. Additional information was provided by the initial reporter, verifying the iol exchanged approximately 18 months after the initial implant procedure. She was unaware of the reason for the unexpected outcome.